Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as nausea, vomiting, abdominal pain for blood glucose levels. The customer treated with pump/hospital. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer's current blood glucose value was 122 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 4:00am. The blood glucose value when admitted to hospital was high 300s mg/dl. The customer complained about hyperglycemia, feeling nauseous, feeling sick. The drive support cap appeared normal. There were no leaks or air bubbles. The customer states her blood glucose normally do not go above 140 mg/dl and states since monday she has changed infusion set 4 times states she was hospitalized back in may for 2 days also stated that she had diabetic ketoacidosis. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.